Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse electrical test fails code #120. The fse removed the cover, opened door hinge, and powered up the device and no error codes. He reseated all connectors to main board and secured door and installed the covers. The fse then, performed multiple satisfactory power ups. The unit passed all functional, calibration, and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) screen would not turn on and alarm tone on start up in cath lab. There was no patient harm and no adverse event was reported.